Event description:
It was reported in the pt's clinical info that his seizures had been frequent recently on (B)(6) 2011. The pt's medications were adjusted, but he did not keep his follow-up appointments. The vns was stated to be normally functioning on this date. F/u notes on (B)(6) 2011 stated the pt had been doing much better, though the battery was stated to be near end-of-service (eos). Diagnostic testing on this day were also within normal limits. Info from the physician reaffirmed that the pt's battery was "low". Attempts for further info have been unsuccessful to date. A replacement surgery in the future is likely.